Event description:
It was reported that during an unknown surgery the screw head broke during final tightening. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and the record indicates the parts were manufactured in conformance with synthes specifications. The product investigation and visual inspection did not show any discrepancies from the specification. No manufacturing related fault could be detected.